Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set was separated from the main body of the twist clamp. This occurred before use for peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information received b5: the customer reported ¿a deep blue ¿stuff¿ was loose from the main body and not look like the transfer set.¿ (reported on the initial as the female connector of a minicap extended life pd transfer set was separated from the main body of the twist clamp). H10: one actual sample was received for evaluation, not used, in an unopened sealed pouch. A visual inspection with the naked eye noted the blue pull ring cap (protective shipping cap) was dislodged from the patient adapter inside the unopened pouch. Upon inspection there was no evidence of damage or issues with the blue pull ring cap or the patient adapter. Further inspection of the dark blue female connector was performed by twisting the connector by hand. As a result, there were no issues noted. The reported condition of separation between the female connector and the main body was not verified. However, the visual inspection verified that the blue pull ring cap (protective shipping cap) was separated from the transfer set and therefore, the sample was determined to be non-conforming product. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.